Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. Verified that system meets spec for kv, dose, tracking and resolution. Set iris open close stops to spec and verified profile selection. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image quality on the 9900 system was poor (grainy images). There was no report of pt injury.